Manufacturer narrative:
The lot number of the device referenced in this report is unknown. The device has not been returned at this time. Additional information has been requested and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus, on behalf of the customer, that the evis exera iii doudenovideoscope with the single use distal cover was "chewing up" the papillotome during an endoscopic retrograde cholangiopancreatography (ercp). The physician further reported that the elevator was rough with wires and papillotomes. The procedure was prolonged by 20 minutes as the papillotome had to be replaced. The procedure was completed without further incident. There was no harm or user injury reported due to the event. There are 2 devices involved in this event and are recorded under the following patient identifiers: (B)(6) - this reports the duodenovideoscope. (B)(6) - this reports the distal end cover.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and because the device was not returned, the root cause of the phenomenon could not be identified. The surgical device protruding from the end of the scope will come into contact with the distal cover. However, if you move the surgical device back and forth in that state, the distal cover and the surgical device will rub against each other, but they will not be damaged. If the surgical device is pulled in while it is sandwiched between the forceps elevator of the scope, the instrument may be damaged. The following verbiage is identified within the scope manual, which may prevent the phenomenon: "-when inserting the treatment tool, raise the elevator. -do not force the instrument to move forward or backward with the instrument raised to the maximum." Olympus will continue to monitor field performance for this device.